Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram on (B)(6) 2011 patient alert for por on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. It tested within specifications with no anomalies found. It was noted that the device had a ram chip memory error. It was further found that a por (power on reset) for write to locked ram occurred on (B)(6) 2011 and that a patient alert for the por also occurred on (B)(6) 2011.

Event description:
It was reported that the device had an electrical reset. It was further reported the patient was receiving radiation therapy. The device was reprogrammed and remains in use. It was also reported that the device parameters had been changed to nominal reset parameters therefore the device was reprogrammed to previous settings and the lead integrity alert (lia) re-installed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had an electrical reset. It was further reported the patient was receiving radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was also reported that the device parameters had been changed to nominal reset parameters therefore the device was reprogrammed to previous settings and the lead integrity alert (lia) re-installed. It was also reported that the device was removed and replaced with a new device.